Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles in tubing chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information on (B)(6) 2021 patient alleging lung cancer,also has had the medical history of heart attacks,copd, related to a CPAP,emphysema. Heart arythmias. Device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section. Section b1, b3, g3, h1, h2, h3 and h6 updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging visualization of particles in tubing/chamber and lung cancer. Medical intervention is not specified. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The dust/dirt contamination found on the air inlet, motor casing/impellers, back of lcd panel, bottom cover, rear panel, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is a contamination in the airpath.